Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the sticky control unit, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero reno videoscope exhibited a sticky control unit. There was no patient involvement.